Event description:
In 2008, the patient's girlfriend reported the patient has received repeated e10 (cartridge error) messages on his insulin infusion device. She stated he has switched to his backup infusion device. During troubleshooting, she stated the patient is using standard alkaline batteries. She was instructed to check the device's cartridge chamber and she indicated the piston rod looked dirty. She was not sure if the patient attached the tubing to the cartridge prior to insertion and was advised the patient should do so. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.